Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-10143. It was reported the patient experienced ineffective stimulation after suffering a fall from a motorcycle. Diagnostics revealed high impedances on the leads. As a result, the patient may be awaiting surgical intervention.

Event description:
Additional information received; patient¿s leads were explanted and replaced. Effective therapy has been restored.